Manufacturer narrative:
Siemens completed the technical investigation of the reported event. The investigation did not reveal any device malfunction. The scan had been aborted after the stop circuit (motion stop) had been opened. A clear root cause could not be identified. No corrective action will be initiated at this time.

Manufacturer narrative:
(B)(6). (B)(4). Siemens has initiated a technical investigation of the reported issue. A root cause is not yet available. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported to siemens that during the scan of a (B)(6) year old patient using the somatom definition flash system, the scan aborted at the beginning of the scan. The user had to press "continue" and start the scan again. There were no negative health consequences to the patient and the patient was not under anesthesia. This event is being reported with an abundance of caution due to the patient being rescanned and thus receiving an additional x-ray dose.